Event description:
It was reported that the device failed to prime and a rattling noise was heard when the needle was tested in the air. There was no pt involvement. There was no pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Therefore, the investigation is inconclusive for the suspect device. This is a known issue for the identified product code/log number. The root cause was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.